Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fq0m, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a change in therapeutic effect following a fall. Specifically, the patient stated that their im plantable neurostimulator (ins) therapy never really helped their symptoms that much (lack of effect) but the little relief they had ("barely helped her at all") went away after a fall where they fractured their shoulder. They had no control of their symptoms at the time of report and the stimulation was intermittently uncomfortable ("not exactly a shock or jolt") especially when they would lie down or when sitting. The patient stated that their doctor never made another appointment to see them after their post-op visit. It was also noted that the patient needed a new physician and there was no doctor aware of the issues at the time of report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.